Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d-evprop2329us, lot #: 0010386359, ubd: 22-sep-2022, UDI#: (B)(4); product ID: evproplus-29us, serial #: (B)(4), ubd: 13-apr-2022, UDI#: (B)(4). Product analysis: the valves remain implanted and the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, an 18fr sheath was utilized to gain access for the 29 millimeter (mm) transcatheter valve system through the right transfemoral artery. The patient became hypotensive as the non-medtronic wires and pigtail catheters were introduced. Low blood pressure continued as the annulus was crossed with the delivery catheter system (dcs). The valve was deployed and recaptured due to deep implant position. It was then deployed in a good position while paced at 100 bpm. Once the valve was deployed, the low blood pressure did not recover and cardiopulmonary resuscitation (CPR) was administered. After several rounds of CPR, fluoroscopy identified that the valve migrated into the ascending aorta. The blood pressure remained low and defibrillation and CPR continued. A second delivery catheter system (dcs) was used to successfully implant a second 29 mm valve. However, the blood pressure did not recover with repeated CPR. A post-implant balloon aortic valvuloplasty (bav) with a 22 mm balloon was performed due to incomplete frame expansion. The pressure did not recover with repeated CPR and ultimately the patient died. As reported, the physician felt embolized plaque/calcium near the right coronary ostia, occluded the right coronary artery and a right ventricular infarct occurred. Per the physician, the cause of death was right ventricular infarct. Of note, heavy calcium was reported in the sinotubular junction and annulus into the left ventricular outflow tract (lvot).